Event description:
It was reported that the user inadvertently submerged the ilet pump in a pool for approximately ten minutes, after which the device displayed multiple alarms indicating software runtime, bluetooth communication, memory write, and internal power rail faults, erroneously reported an empty cartridge, and then would not power back on; the event was characterized as hardware fluid ingress/corrosion with replacement of the affected pump and continued insulin therapy via subcutaneous insulin pens. Symptoms included hyperglycemia with a reported peak of 312 mg/dl, without loss of consciousness, dka, or other acute complications. Outcomes included temporary disruption of automated insulin delivery and the need to revert to back-up therapy until a replacement device was provided. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed that fluid ingress likely compromised internal electronics and power regulation, consistent with the reported software, communication, and voltage rail errors. It was concluded, based on previously established findings for similar reports, that the cause was device exposure to liquid leading to electrical damage and malfunction.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.